Manufacturer narrative:
(B)(4). The occurrence date in this peritonitis event is unknown; however, the peritonitis is known to have been diagnosed in (B)(6) 2013. This is the same patient as (B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd893883 and gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient was hospitalized for an unrelated issue. While hospitalized, the patient was diagnosed with peritonitis. The patient was treated with cefazolin ip (dose and frequency not reported). The patient was discharged from the hospital. The patient was recovering from this peritonitis event.